Event description:
During an angioplasty procedure (target lesion unknown), this balloon ruptured at 12 atmospheres (atms). The vessel was described as mildly tortuous with no calcification. The procedure was completed with another balloon. There was no injury to the pt.